Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary surgery from the patient's left eye, due to irritation experienced due to blurry vision. Patient had blurry vision at distance. The lens was replaced with another lens with a different power, same model 18.5 diopter, and patient has recovered. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in half. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. The manufacturing record review was performed. There is a deviation with respect to this production order; however, the deviation has no impact on product quality. Also, there is no relation between the deviation and the described complaint. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The documentation shows that the production order was manufactured according to specifications. A review of a direction for use was conducted and indicates that additional complications that may occur following implantation of a multifocal intraocular lens may include blurred vision. Some of the optical effects may be mitigated upon patients¿ adaption to the multifocal optic. All pertinent information available to abbott medical optics has been submitted.